Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 9 and alarm 5) occurred. Reportedly, the customer had filled the cartridge with approximately 250 units of insulin, and had followed the prompts when loading the cartridge. Customer¿s blood glucose value ranged from 80 mg/dl to 250 mg/dl. Reportedly, a new cartridge was successfully loaded to address the issues.